Event description:
It was reported that during central processing, the tip-up fenestrated grasper instrument was found to have a broken tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip-up fenestrated grasper instrument's broken tip was confirmed to have been discovered during central processing. No patient was involved with this complaint. The tip-up fenestrated grasper is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.92" x 0.20" was found to be broken off the wrist assembly. The broken piece was not returned. The root cause is attributed to mishandling/misuse, such as excess force applied to the instrument jaws. No image or video clip for the reported event was available for review. A device log review for the tip-up fenestrated grasper (part# 470347-12 / lot/serial# k10220328-0104) associated with this event has been performed. Per this review of the logs, the tip-up fenestrated grasper was last used on (B)(6) 2022 via system sk1954 for a gastric bypass (roux-en-y) procedure. There were 9 uses remaining after this last usage. This last usage of the device was before the reported central processing event date. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.